Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported headache, nausea, and vomiting. There is no documentation that indicates the patients¿ symptoms of headache, nausea and vomiting occurred during a pd treatment using the liberty select cycler. Based on the available information, there is no objective evidence that reasonably suggests the patient¿s hospitalization for headache, nausea, vomiting and general wasting (malnutrition) was caused by the liberty select cycler. Due to lack of enough information no conclusion can be made as to what exactly led to the patient¿s headache, nausea and vomiting and general wasting; patient age and comorbid conditions are unknown.

Event description:
A patient on automated peritoneal dialysis (apd) was hospitalized with headache, nausea, vomiting, and general wasting. Per the patient¿s nurse, the patient¿s symptoms were not directly related to dialysis. Reportedly, the patient transitioned to hemodialysis (unknown products) while hospitalized. No further details surrounding the patient¿s hospitalization course are known as the patient medical records are not available. The nurse stated the patient was discharged to a rehabilitation facility continuing hemodialysis. No further information was available.